Manufacturer narrative:
Section a2, a3, a3b, a4 and a5: unknown/ asked but not available. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device was performed and showed that the device met all specifications prior to being released. No device failure was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from patient's eye due due disorders. The lens was explanted and replaced with softec dib00 with 25.0 diopter. In a secondary procedure. There was no patient injury. There was no medical/surgical intervention.required. Patient had fully recovered. No other information is available.